Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
Per medwatch rec'd from FDA, "during thoracentesis procedure at patient's bedside in the ccu, md inserted the needle approximately 1 inch to reach the pleural space, where a small amount of fluid was removed. Then using the thorascentesis apparatus the same site was approached. The needle catheter was inserted approximately 1 to 1 1/4 inch until pleural fluid was reached.the catheter was threaded into the pleural space. The procedure was terminated when the catheter broke off as the needle was being removed. Approximatley 1/3 inch was sticking out. When the md attempted to pull the remaing catheter out, it crumbled into small fragments. This left approximately 1/8 inch sticking out, which again crumbled into small fragments on attempts to remove. Pressure was held at the site for three to 5 minutes and a chest x-ray was ordered.